Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not received for evaluation; however, 1 unused companion samples were returned and analyzed. No abnormalities were identified during visual inspection. Leak, clear passage, and clamp functional testing were performed on all samples with no issues noted. The cassette was used with a test homechoice device and no problems were identified during the simulated use. The reported issue was unable to be confirmed and the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.